Event description:
It was reported that during a laparoscopic sigmoid, everything was ok. After a few hours, the patient lost an extreme amount of blood. A laparotomy was done and it was noticed that the patient was bleeding out of the staple line. The bleeding was aspirated and the surgeon sutured by hand to stop the bleeding. A blood transfusion was required. After this, the patient was in the ICU and doing well. The surgeon stated that he did not see a direct connection to the instrument.

Manufacturer narrative:
There was no sample received for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. The complaint could not be confirmed due to the limited amount of information provided. Due to this fact, no further investigation is being conducted at this time. Complaint information is trended on a regular basis to determine if further investigation is warranted.